Event description:
New information received states that the device was explanted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up after receiving an alert for device charge time limit being reached. Additionally, a possible hv circuit damage was detected during manual capacitor maintenance charging. The device was not explanted due to patient deciding to go on vacation. The patient condition was stable and very good.

Manufacturer narrative:
The reported field events of charge timeout and output circuit damage were confirmed in the laboratory. The device was tested on the bench and the device was not able to charge or deliver hv therapy due to damage to the hybrid. The cause of the hybrid damage was moisture in the substrate.